Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer's act, esc, and up buttons were unresponsive. Customer also reported frequent battery changes on their insulin pump. It was also found the insulin pump was slow to rewind. The customer's blood glucose was unknown. No additional information provided.